Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, it was noted that the patient's right atrial lead impedance was 100 ohms. All lead parameters were stable. Brief events of atrial lead noise was also noted. No further information was available.

Event description:
New information received stated that on (B)(4) 2019, the atrial lead was explanted and replaced successfully. There were no adverse events as a result of the lead noise or low impedance anomalies. The patient condition was stable before and after the procedure.

Event description:
New information received on (B)(4) 2018 indicated that when patient presented in clinic for follow up, device interrogation revealed the right atrial lead continued to exhibit low lead impedance. No intervention was performed. No further information was available.